Event description:
Pt was being transfered to whirpool chair when the pt attempted to get up. The pt fell to the floor when making the attempt to get and suffered a 1 cm laceration on right side of forehead. No other injuries occurred.